Event description:
The customer reported receiving a no delivery alarm from the insulin pump. The customer reported having recent elevated blood glucose values, and a blood glucose value of 348 mg/dl. During the phone call with the helpline. The customer was sent a replacement infusion set and a replacement insulin reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.